Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device exhibited premature battery depletion based on the programmed parameters and diagnostics that were in the device upon receipt. The cause for the premature depletion could not be determined. Reliability laboratory technician; st. Jude medical crmd reliability laboratory failure (event) observed during analysis.

Event description:
This is to advise of an event observed during analysis.